Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. An image was submitted for review which shows a force bipolar instrument with tissue that appears to be caught in the wrist. From the image it cannot be determined if there is damage to the instrument. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, there was a large gap between the wire and the wrist of the force bipolar forceps instrument that tissue was caught in. However, the customer stated there was no dislodged/misaligned jaw or grip tip sticking out. The instrument wrist was moved in order to remove the tissue, and no injury was reported to the tissue. The instrument was able to be removed from the cannula, and the procedure was completed robotically.

Manufacturer narrative:
The force bipolar forceps was analyzed and found to have a loose grip cable at the grip hub. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. The probable root cause is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Event description:
Refer to h11 for follow-up information.